Event description:
Information received that all 4 brake casters swivel when pushed in brake. No injury reported.

Manufacturer narrative:
Bed located in ed. Technician found all four brake casters would swivel when pushed in brake mode. Cause: faulty casters. Replaced all four brake casters to resolve this issue.